Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned. And evaluated by the failure analysis team. Failure analysis investigation replicated and confirmed, the customer reported complaint "would not release the clip". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test failed. The clip fully closed, but did not release from the grip tip. Additional observation not reported by site, that is related to the primary failure was that the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .021 offset at the tips. As a result, the clip could not properly release from the grip during the clip test.

Event description:
It was reported, that during a da vinci-assisted procedure. The large hem-o-lok clip applier instrument would not release the clip. The procedure was completed with a spare clip applier. And there was no patient injury.